Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-10035. The patient received an scs system which included two leads from different lots. It was reported the pt is experiencing pain in her mid-back when stimulation is on and pain down her right leg whether stimulation is on or off. The pain increases with movement. The pt also reported experiencing a jolting sensation throughout her body and feeling intense stimulation and pressure with movement. Low impedances were identified. X-ray imaging did not reveal any anomalies. Reprogramming using only one lead provided effective stimulation. No further intervention is planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.